Manufacturer narrative:
Updated fields: b4, b5, b6, d4 (version or model#), d11, g4, g7, h2, h6 (type of investigation, component codes, health effect ¿ impact codes), h10, h11 corrected fields: d1, g1, h4 analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period feb 2020 through jan 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. All tests of the iabp were made and passed without any problems. The iabp was operated with a trainer simulator at different ECG values and it was observed that the values remained normal. A problem was detected with the fiberoptic cable catheter that was connected to the iabp. The fiberoptic cable catheter was connected to another iabp and it showed the same issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) did not measure the blood value correctly. No patient harm, serious injury or adverse event was reported.